Event description:
Technician found bed in storage that would not go into trendelenburg. He adjusted proof of engagement switch and tested for continuity. The switch was good so he replaced the power supply board to resolve.